Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.0/090 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.

Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found that the haptic wasbroken, deformed, and stretched out. Here was residue on the lens surface. Dimensional inspection found the lens to be within specification. Claim# (B)(4).